Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Reporter claims something is wrong with the head set, insulin is blocked from coming out. Several m24 (occlusion) errors were displayed on the pump and insulin was leaking from around the headset. Patient's mother noticed the patient was drinking a lot, going to the bathroom often, and had acetone breath. Customer was admitted to hospital with blood glucose level of 33.3 mmol/l and 3.3 mmol/l in ketones. The hospital staff gave customer 8 units of insulin as well as drip (1.5 bag). At 00:30 ((B)(6) 2015) her blood glucose level was 18 mmol/l and ketones were below 1 mmol/l and customer then left the hospital. Infusion sets/cannulas have been discarded. It is unknown which insight infusion set was in use.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.